Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-02711. It was reported that the patient's trial implant procedure on (B)(6) 2019 was abandoned due to patient anatomy. Physician was unable to place the leads where they needed to be.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.